Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise which resulted in inappropriate mode switch episodes. The patient was in good medical condition. A follow up visit was scheduled.

Event description:
New information indicated that the lead continued to exhibit oversensing with inappropriated auto mode switch episodes. The lead was reprogrammed.